Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 53.4cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube kinks. The tip is damaged. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 07may2018. It was reported that crossing difficulties were encountered. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation but it failed to cross the lesion. The procedure was completed with another 2.50mm x 15mm emerge¿ balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed broken hypotube.